Manufacturer narrative:
B3: literature acceptance date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a cerebral vascular accident (cva) and thrombus occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia. Awatchman access system inserted, and a watchman flx closure device was implanted with no detectable leaks. It was noted there was spontaneous echo contrast (sec) in the left atrium throughout the procedure, and due to anatomical challenges, 7 partial device recaptures and repositions were required to achieve a satisfactory result. The procedure was concluded. During the hospitalization, brain magnetic resonance imaging (MRI) was performed as part of the research protocol on the second day post index procedure, which revealed five (5) clinically silent brain lesions with a total volume of 378 ml. No clinically overt neurological symptoms developed. The patient was discharged home on day four (4) in good clinical condition on dual antiplatelet therapy (dapt). On routine 30-day follow up, a tee revealed a stable closure device position with adequate compression and without any leaks, but with a large device related thrombosis (drt) on the surface of the closure device. The drt extended towards the pulmonary vein ridge, with dimensions being 21mm in length and 10mm in thickness. The third brain MRI performed did not show any new ischemic lesions, while those present on day 2 had partially resolved. Dapt was stopped and apixaban was initiated. 3 serial tee examinations performed within four (4) months revealed gradual drt resolution until its complete disappearance. After final tee, apixaban was stopped and the patient was prescribed a single antiplatelet therapy.